Event description:
It was reported that during use of the bd connecta¿ stopcock IV fluids leaked from the port. There were ten occurrences. The following information was provided by the initial reporter: leakage of IV fluids from the port of the bd connecta. Risk of patient not getting the correct drug dose.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8305809. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. No abnormalities could be identified in the returned sample despite attempts to identify the cause using leakage testing and microscopic evaluation of the device. Unfortunately based on our results, the root cause for this complaint could not be determined at the conclusion of our review.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd connecta¿ stopcock IV fluids leaked from the port. There were ten occurrences. The following information was provided by the initial reporter: leakage of IV fluids from the port of the bd connecta. Risk of patient not getting the correct drug dose.